Manufacturer narrative:
A serial number was not provided therefore a review of the device history record cannot be performed. Technical support performed troubleshooting over the phone to determine the customer reported issue.

Event description:
It was reported that the device received an alarm error code message. The error code displayed was 352.6700, this caused the syringe circuit check to fail. The tech recommended replacing the force sensor and the logic board. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 352.6700. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - force syringe circuit check failed, replace logic board/force sensor. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 352.6700, this caused the syringe circuit check to fail. The tech recommended replacing the force sensor and the logic board. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 352.6700, this caused the syringe circuit check to fail. The tech recommended replacing the force sensor and the logic board. There was no patient involvement.

Manufacturer narrative:
Corrected e3: added biomed under other occupation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 352.6700, this caused the syringe circuit check to fail. The tech recommended replacing the force sensor and the logic board. There was no patient involvement.